Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the cartridge was being filled with 250 units of insulin, the bottom of the cartridge leaked. There was no impact to the customer's blood glucose level. The customer successfully loaded a new cartridge to address the reported issue.